Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported during a lead explant on (B)(6) 2022, physician was not able to explant 2 contacts for 1 lead. The rest of the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.